Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unexpected reset occurred. After the pump display turned on, it was reported that the wake button was unresponsive and a button alarm occurred. Additionally, it was reported that the pump touchscreen was unresponsive. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.